Event description:
During the cholangiogram, catheter's black markings were noted to have flaked off into and around the common duct. This occurrance has happened previously with this brand of catheters; however, the catheters had different lot numbers. Device labeled for single use, device used as labeled/intended. Event reported to MFR on 10/30/98. Device was operated by md in the operating room. No other devices were in use at the time of the event. Device was evaluated after the event via observation. Device was taken out of svc.